Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh and monarc were implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure/extrusion/protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced urinary/bowel problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion, the patient underwent a mesh revision on (B)(6) 2008 by the implanting surgeon and on (B)(6) 2012 .in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a transvaginal hysterectomy. Patient underwent mesh excision on (B)(6) 2010 .